Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an failure to alarm for air-in-line was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states ¿patient had an IV pump channel malfunction. The pump beeped when the infusion was "complete" but when I entered the room to fix the beep, I found that the tubing had air almost all the way down the line except for the last few inches of the tubing connected to the patient. The channel did not beep when there was "air in line". Channel [redacted] - this channel was taken out of circulation". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿patient had an IV pump channel malfunction. The pump beeped when the infusion was "complete" but when I entered the room to fix the beep, I found that the tubing had air almost all the way down the line except for the last few inches of the tubing connected to the patient. The channel did not beep when there was "air in line". Channel [(B)(6)] - this channel was taken out of circulation". There was patient involvement, but the outcome is unknown.